Event description:
It was reported (B)(6) the pt lost stimulation. The pt's lead was replaced with a new one, which resolved the issue.

Manufacturer narrative:
Results: the complaint was confirmed for "no stimulation." As returned the lamitrode lead was complete. Microscopic inspected revealed that the lamitrode lead body had a kink with all wires were broken approximately 7 cm from the paddle end. The kink in the lead body and the damage to the wire was consistent with repetitive stress to the lead while implanted. There were a sharp cut on the outer tubing approximately 6 cm from top of paddle and multiple electrocautery mark at 9.5 cm and 20 cm from top of paddle. Also electrodes 5 and 6 have some reddish discoloration on paddle. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.